Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd facslyric¿ carryover occurred. There was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: I feel like I'm carrying over a sample. Please confirm the safety check below. Were samples contaminated? Yes. Are there erroneous results on patient samples for diagnostic test? No. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to a facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint of the instrument producing results with high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 31mar2020 to date 31mar2021. Complaint trend: there are 5 complaints related to the issue of high carry over; date range from 31mar2020 to date 31mar2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # r659180000499, file #659180-659180-r659180000499-106488312-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a misaligned sit line. The customer submitted a complaint regarding suspected carryover based on their results, and were recommended to perform additional sit flushes and wipe off the sit with a kim towel to prevent it, though the carryover remained. An fse (field service engineer) was sent onsite and confirmed that the issue was due to a misaligned sit line for the dcm (droplet containment module). The dcm aspirates excess fluid from the sit after a sit flush to prevent any leakages from the sit or carryover between samples. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected. Although the¿unexpected¿results¿were from patient samples, the customer confirmed that these results were not used for treatment, and there was no delay in treatment.¿the results were captured prior¿to any diagnosis decision and¿was reported¿to bd as not expected. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 01858744, case # 01306744 install date: 31jan2020 defective part number: n/a work order notes: o subject / reported: dripping from the tip of sit o problem description: dripping from the tip of sit o work performed: * adjust the position of the line tube at the tip of the sit.* check the pattern with rainbow beads. * inspection of related parts.* inspection of each part.* there is no problem with the abort count. Cause: spillover during sample tube exchange. O cause: * the line tube position at the tip of the sit is incorrect. O solution: * you can use it without any problem. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89171 o ID: libivd-ra-63 2.1.8 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination. O risk control: - design to ensure that there is no back drip. - automatic sit flush to minimize carryover between tubes o req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-72p o effectiveness verification: lsvn-1008-dr, libivd-se-15-72f o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the observed carryover between samples was due to a misaligned sit line. Conclusion: based on the investigation results the root cause of the observed carryover between samples was due to a misaligned sit line. The fse confirmed the issue and fixed the leakage by realigning the sit line. They then verified that carryover was no longer observed by inspecting the instrument and the rainbow beads test. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any erroneous results from carryover. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10

Event description:
It was reported that while running patient samples on bd facslyric¿ carryover occurred. There was no impact to patient. The following information was provided by the initial reporter, translated from japanese to english: I feel like I'm carrying over a sample please confirm the safety check below. Were samples contaminated? Yes are there erroneous results on patient samples for diagnostic test? No was there any delay of treatment due to the issue? No if patient samples were redrawn, was there any change or delay of treatment? No was there any physical harm/injury to the patient due to the issue? No